Manufacturer narrative:
(B)(4). D10: juggerstitch curved implant cat# 110024773 lot# 65945222 g2: japan evaluation of lot 65945214 could not be completed as the debris could not be located; however, the reported event has been confirmed by review of the provided photo. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01851.

Event description:
It was reported by the distributorship that there was debris within the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.